Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the patient left the lab, a pericardial effusion was noted and the patient had a pericardiocentesis. The adverse event was discovered post use of biosense webster inc. (Bwi) products. The physician¿s opinion on the cause of this adverse event was that he thought he went to posterior on transseptal puncture (tsp) using the baylis needle. This may be the cause of situation. Patient has improved. This event is being conservatively reported under the ablation catheter, and although the physician stated that it was due to transseptal, ablation was presumed to have been done.